Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 250cc mentor smooth round moderate profile saline catalog: 3501635, lot: 5628272, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 250cc mentor smooth round moderate profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019.